Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on customer's blood glucose level. Technical support instructed caller on how to press the button more effectively, but as the issue persisted, it was decided to replace the pump. The customer agreed to return the problematic pump using a pre-paid label within 10 days and understood how to put the pump into storage mode before returning it.